Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result that was generated by the unicel dxl instrument. The elevated accu tnl result was 0.83ng/ml. The elevated result was not reported out of the lab. The customer indicated the pt sample was retested on a different chemistry analyzer after the pt sample was recentifuged. The repeated accu tnl result was 0.07ng/ml. There have been no reports of injury or change to pt treatment that can be associated with this event.